Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 2 months due to heavy calcification and moderate host tissue overgrowth. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 2 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 2 months due to heavy calcification and moderate host tissue overgrowth. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3 evaluation summary: complaint was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification was observed on host tissue overgrowth of cut off sewing ring. Extrinsic calcific deposits were observed on the surfaces of leaflets 2 and 3 on both the inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 3mm long tear along the free margin and calcification was evident at the tear. Sewing ring was cut off and exposed the wireform around the valve on the inflow aspect. Cut off sewing ring fragment was returned with multiple suture threads and suture pledgets remained attached. Wireform was exposed on commissure 2.